Event description:
It was reported that during a cholecystectomy procedure, as the clip was not fed into the jaw properly, it was not formed as intended. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.